Event description:
It was reported that the bd alaris pump module smartsite infusion set had a balloon/bulge in the tubing. The following information was provided by the initial reporter: found a "weird bubble" in the IV tubing which was causing the pump to continuously stop/alarm and they eventually had to change the tubing. This occurred in the pump segment between the y-site and the safety clamp.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by the customer that found a "weird bubble" in the IV tubing which was causing the pump to continuously stop/alarm and they eventually had to change the tubing. One photo of the product was submitted for quality evaluation. Inspection of the photo indicates that the tubing is ballooning at the top of the silicone pumping segment tubing. The customer complaint of tubing balloon was confirmed. The investigation of the tubing ballooning was forwarded to manufacturing for possible root cause analysis. After reviewing the reported failure and manufacturing evaluation it was determined that the issue was not manufacturing related, and possibly due to a misloading of the infusion set. The root cause is a possible user issue. No corrective actions were conducted based on the investigation findings. A device history record review for model 2420-0007, lot number 25045082 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.